Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced adhesive issues with six infusion sets on 04-mar-2002. It was stated that the infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4)- device 6 of 6 h11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.